Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/essure on the right side appeared to be embedded in the anterior uterine fundus'), embedded device ('essure on the right side appeared to be embedded in the anterior uterine fundus') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, adenomyosis and cervix inflammation. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal ,chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and abnormal uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy (full), novasure ablation and total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, embedded device, psychological trauma and abnormal uterine bleeding outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, device dislocation, dysmenorrhoea, embedded device, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and pelvic pain. On the right side, approximately 7 to 8 coils were protruding into the uterine cavity. On the left side, approximately 4 coils were protruding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: embedded device, dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information , lot no, other relevant history , event : " essure on the right side appeared to be embedded in the anterior uterine fundus" added and rcc was updated. Event dysfunctional uterine bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/essure on the right side appeared to be embedded in the anterior uterine fundus'), embedded device ('essure on the right side appeared to be embedded in theanterior uterine fundus') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12265646) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, adenomyosis and cervix inflammation. On (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal ,chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and abnormal uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy (full), novasure ablation and total abdominal hysterectomy). Essure (ess205) was removed on (B)(6)2007. At the time of the report, the device dislocation, embedded device, psychological trauma and abnormal uterine bleeding outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, device dislocation, dysmenorrhoea, embedded device, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and pelvic pain. On the right side, approximately 7 to 8 coils were protruding into the uterine cavity. On the left side, approximately 4 coils were protruding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: embedded device, dysfunctional uterine bleeding. Lot number: 12265646 manufacturing date: 2004-10 expiration date: 2005-11 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal ,chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: plaintiff received treatment for migration, abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received: events per pfs: migration, abdominal chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and psych injury were added. Essure removal details added. Outcome for events pelvic pain, abdominal chronic, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) were resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.